Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. Analysis of the 9733560xom found insufficient information. Analysis of the 9733467 found insufficient information. At least three documented attempts have been made to retrieve exams with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to register the patient. The quality of the scan was poor, and the scan was cut off above the eyebrows and the patient was wearing a neck brace which pushed up the skin. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.